Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease is observed. ¿ wear abrasion is observed. ¿ one opening on radius side assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "any crease" and "implant accidently cut with scalpel during explant.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii." Healthcare professional reported "any crease" and "implant accidently cut with scalpel during explant." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ creases/folding of implant: observed, fold creases. ¿ rupture-ndr and use error: observed, one opening on radius side assessed as surgical damage per rga. Additional observations: ¿ crease is observed. ¿ wear abrasion is observed.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.